Manufacturer narrative:
Product event summary: analysis could not confirm that the epg did not emit voltage, the device passed all incoming testing.

Event description:
It was reported that the external pulse generator (epg) did not emit voltage. The epg has been returned for service. There was no patient involvement.